Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Were there any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? How was the perforation diagnosed? What was the size and location? Pictures available? Was the bladder puncture confirmed? Were there any other complications during the procedure? Was there any surgical intervention required to repair the perforation? Please describe other relevant patient history/concomitant medications product code and lot # if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Post-operatively, the patient presented with raised creatinine and potential bladder puncture. Testing is positive for puncture and the mesh needs to be removed. Additional information has been requested.